Event description:
The customer contact reported a whitescreen error. At 1528 during a patient code, the device was programmed to deliver norepinephrine 8 mg/250 ml, at a rate of 16 mcg/min, with a vtbi (volume to be infused) of 5.020 ml, and the delivery was started. No further programming parameters were provided. At 1538, the nurse reported the device display was white, with an unspecified software failure and the device became inoperable. At that time, the nurse attempted to eject the tubing set from the device using the emergency eject lever; however, the nurse was unable to eject the tubing set from the device. The device and tubing set were removed from clinical use. After an unspecified length of time, the therapy was resumed using a replacement device, tubing set and medication container. After an unspecified length of time, the customer contact reported the patient expired. Though requested, no additional information was provided, including cause of death.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.